Event description:
Patient was having a gyn surgery; during the suturing process, surgeon reported it was difficult to insert the needle and reload the device. Surgeon handed the capio suture device back to scrub to reload. Scrub noted the needle was off on one side. Surgeon stated that both needles were there when it was handed to the scrubber. Room and sterile field were searched and needle was not located. X-ray of abdomen was done and was negative. Suture device was saved for the manufacturer to investigate. Capio suture device has 2 parts: capio needle and capio slim open access: capio needle: ref (B)(4), lot # 02a1402554; capio slim open access: ref (B)(4), lot # 17099058. Patient had no complications and was discharged home the day after surgery.